Event description:
Permacol was initially implanted in 2005 in an emergency case after the pt presented with an obstructed incisional hernia. The pt developed complications and an operation took place in the 2006 hosp to drain a large haematoma and repair a recurrent incisional hernia which had occurred. During the procedure the original piece of permacol was explanted and a new piece of permacol implanted. The surgeon stated that it was his overwhelming impression that the problem was not with the implant itself, but the way it was originally inserted. In this case, the original piece of permacol was implanted by a staff grade in an emergency in the 2005 after the pt presented with an obstructed incisional hernia. The surgeon said the implant was put in loose allowing excessive movement, stretch and space leading to haematoma and subsequently seroma.